Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the display of the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and loose and shifted end cap sticker. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.